Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The nurse/hcp reported that the patient could not void this morning. It was noted that the nurse got 220 cc after the patient voided. They wanted to have the implant checked. There were no further complications reported or anticipated.